Manufacturer narrative:
Evaluation results: it was observed that the catheter was returned in its sealed original plastic pouch. Our initial examination did not find any hair contamination. Hair particulate was not observed in the packaging pouch after it was opened for further examination.

Event description:
It was reported that hair was observed inside of the tray kit packaging before use.